Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case near the lcd window corner, a scratched reservoir tube window, a cracked reservoir tube lip, and a stained address and serial number label.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported two motor error alarms during the bolus delivery. The blood glucose reading was 230 mg/dl. He stated that the insulin pump was not exposed to a strong magnetic field or MRI. He was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. Nothing further was reported.